Event description:
The customer contact reported particulate. It was reported that a floating filament was found in a 250ml solution container that was filled with an unspecified volume of normal saline and famotidine. The customer contact reported that the solution was compounded in the pharmacy and a filament was noted inside the solution container approximately 24 hours later. The filament was retrieved from the solution container and was examined under a microscope. The customer contact reported that the filament appeared to be a shard of opaque plastic and was described as long and skinny. The compounded container was used on a reported 3 pediatric patients. It was reported that the pt received a dose of 6mg and was still in the hosp when the particulate was found in the solution container. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received on 03/16/2015. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.